Event description:
On (B)(6) 2003, a phone call from a manager in pediatric care alleged an eight month old infant had been placed on a transwarmer mattress and burns to his back resulted. Several follow-up calls were made beginning (B)(6) to attain additional detail. Due to the timing and availability of designated staff, it was eventually disclosed that the pt had "a couple of small blisters on his backside, it looked as if he had a really bad sunburn."

Manufacturer narrative:
The lot ID was confirmed and an immediate review of DHR confirmed the batch id690 had been processed in 2003, met all requirements and tested to specification (102 - 105 degrees f). There are no other reports for the lot, inventory analysis concludes was manufactured in 07/2003. The facility, according to the complainant, converted to another product, transwarmer brand was "attritioned." All product has been removed from the facility, while the one device implicated in this event has been placed on hold by the risk management department. The dfu warning instructs, "monitor infant core temperature and check infants skin for redness." (B)(4).